Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. There was blood on the proximal and distal conductor of the lead and it was not obstructed. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo, the outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. The presence of a lead removal wire prevents electrical continuity testing. Visual continuity inspection performed for entire conductor length using destructive testing. There was no discontinuity observed. But visual analysis found inner insulation breached in-vivo/ metal ion oxidation. The insulation breach did contribute to the electrical reported low impedance. Concomitant product: addr01 implantable pulse generator (B)(6) 2010. (B)(4).

Event description:
It was reported that right ventricular (rv) lead had high thresholds and low impedance which triggered a lead warning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.